Manufacturer narrative:
Correction: the correct model# is ci24m, not ci512 as previously reported. This MDR was a duplicate. Any further information will be provided with report number 6000034-2022-00335. This report is submitted on june 24, 2022.

Manufacturer narrative:
This report is submitted on december 10, 2021.

Event description:
Per the clinic, the patient experienced a head injury resulting in the explant of the device on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.